Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The battery was depleted due to both circuit breakers being tripped. The circuit breakers were reset and the unit charged as expected. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit shut down while it was still plugged in and turned on. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.